Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received the motor error alarm. The customer¿s blood glucose level was 134 mg/dl. The customer stated that drive support cap was sticking out. The troubleshooting was performed for the motor error. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to verify motor position encoder alarm in the alarm history due to history file overwritten with displayable history crc check failed on startup alarms. Displayable history crc check failed on startup alarms due to a corrupted history file. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted.